Manufacturer narrative:
Additional information added to: concomitant medical products. The customer¿s report of broken tubing at the y connector site was confirmed. Separation was observed at the engagement between the exit port of the bifuse adapter and smallbore tubing. No testing was deemed necessary due to the obvious set separation. The root cause of the separation was insufficient solvent applied at the engagement of the tubing.

Event description:
It was reported that 3 bifuse sets infusing ivf into the purple lumen of the cvc snapped at the y connector site. The needless connector and line was changed and heparin locked. Although requested, no further details were received from the customer. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of broken tubing at the y connector (parallel connector) site was confirmed. The separation was observed at the expected engagement between the exit port of the parallel connector and expected smallbore tubing components. The expected components below the parallel connector were not received for further inspection. The root cause has not been identified.

Event description:
It was reported that 3 bifuse sets infusing ivf into the purple lumen of the cvc snapped at the y connector site. The needleless connector and line was changed and heparin locked. Although requested, no further details were received from the customer. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing infusing ivf into purple lumen cvc snapped at the y connector site. Three of the bifuses on this patient was noted to be broken. There was no report of harm.